Event description:
Same case as MDR ID# 2134265-2013-06118. Same case as MDR ID# 2134265-2013-06117. (B)(4). It was reported post a percutaneous coronary intervention, the patient experienced a myocardial infarction. (B)(6) 2008 the patient was diagnosed with unstable angina and cardiac catheterization was recommended. A 90% stenosed and 12mm long target lesion was located in the proximal right coronary artery with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilation and placement of a 4.0x16mm taxus express2 study stent followed by placement of a 4.0x12mm and 4.0x8mm taxus express2 bailout stents, resulting in 0% residual stenosis. (B)(6) 2013, the patient presented with complaints of chest pain and was hospitalized diagnosed with myocardial infarction. It is unspecified how the patient was treated.

Event description:
It was further reported in (B)(6) 2013, the patient underwent coronary artery bypass grafting x 2, mid left anterior descending artery and 1st diagonal. At the time of reporting the event was considered not recovered/not resolved. The relationship to index procedure per the physician was not related.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).